Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient did not want to have the device any longer, patient has been extremely noncompliant with anticoagulant medications. Patient experienced high power and according to clinical team at site patient did not want to be admitted, but was considering it. Clinical team stated that they would most likely not be taking any therapeutic measures due to patient's non-compliance. Patient¿s pump eventually started to clot off again and family decided to withdraw care. Patient died shortly after.

Manufacturer narrative:
Product analysis: (B)(4) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed a slight, sustained increase in power consumption starting (B)(6) 2018, with a subsequent rise in power consumption to parameters outside the normal operating range starting (B)(6) 2018. 94 high watt alarms were recorded since (B)(6) 2018. One low flow alarm was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.